Event description:
Boston scientific received information that this product was part of a system revision due to infection and erosion. Cultures were taken but the representative was not aware of the results. There were no additional adverse effects reported. The product was explanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.